Event description:
Prior to deployment, stent movement was noticed, it was never deployed. One outside pt, the user was able to remove the stent from the shaft. The stenting procedure was attempted again with another cypher, and the cross was successful. There was no reported pt injury. The product wasclinically used and will be returned. The product is available for testing and evaluation but the engineering report has not been comleted as of this writing. Additional information has been requested and will be submitted upon receipt.